Manufacturer narrative:
The reported event was addressed with phone support. No site visit was conducted. The technical service engineer (tse) reviewed the logs and identified an instrument sensor missing error on patient side manipulator (psm) 1 prompting a connection issue. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, an unspecified instrument was stuck on drive 1 and prior to calling, the user had undocked the patient side cart (psc) from the patient with the instrument installed. After undocking, the customer was able to remove the instrument. An error was observed in the logs on drive 1 indicating a likely not fully seated/connected instrument on drive 1. The customer indicated that they would return the unspecified instrument. The procedure was converted from single port (sp) to laparoscopic. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.